Event description:
Knee joint "shifted" and had less range of motion. At surgery, washers were noted to be loose. Washers were replaced and prosthesis was repositioned. Knee prosthesis had been inserted on 8/12/96.